Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she was prescribed a cream by her physician to help with blistering that occurred as a result of the issue. She consulted with a lactation consultant and is now using 30mm breast shields, but feels that 32mm would be better. She reported that her breast shield sizing issue is "kind of resolved." She requested to have a medela lactation consultant contact her. A medela clinician followed up with the customer as requested on (B)(6) 2020. The customer indicated that her pump was working better, but she still has some discomfort with the breast shields and still has a small blister on one breast. She asked for a recommendation on sizing. On (B)(6) 2020, the clinician left a voicemail and emailed the customer breast shield sizing tips and asked the customer to follow up with her if she needed further assistance. As of the date of this report, the customer has not done so. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2020. The device passed suction and cycle specifications and passed power testing. No issues were found with the customer's 27mm breast shields. Refer to product evaluation. The customer's report of the pump powering off could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her pump in style breast pump powers down while in use. She additionally alleged that the 27mm breast shields that she was using were rubbing and causing pain.